Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5x36mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 2.50 x 38mm synergy drug-eluting stent was advanced but could not cross the lesion. The physician removed the device and found that the distal of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.